Event description:
It was reported that a perforation and pericardial effusion occurred. A pre procedure transesophageal echocardiogram (tee) was performed at an outside facility. A left atrial appendage (laa) closure procedure was then performed. A 21mm watchman laa closure device & delivery system was inserted into the watchman access system. A total of 17,000 units of heparin were administered and the patients activated clotting time (act) was 234 seconds. At the time of deployment the patients left atrial (la) pressure was 21mmhg. The position of the closure device was too distal and a cardiac perforation occurred. A pericardiocentesis was immediately performed. Surgical support was notified and a tee was performed, but they were unable to view the closure device at any angle. After consulting with cardiothoracic surgery they decided to partially recapture the closure device in order to redeploy it at the laa ostium. Heparin was reversed with protamine and a partial recapture and repositioning at the laa ostium was achieved. The patient was then transferred to surgery for a successful surgical repair and closure device removal. The following day the patient was recovering well from surgery and was in good health.